Event description:
It was reported that during a routine pulse generator change out, the psa exhibited loss of output. The patient experienced a seizure and lost consciousness. It was noted that the batteries had been replaced the previous week. Once connected to the programmer the output issues resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.